Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that her system would be replaced on (B)(6) 2017. The patient reported that over the last year, the therapy had been harder to manage ¿ hasn¿t been controlling her pain/not hitting the correct area. The patient reported that she trialed with the new system and it better covered her pain. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.